Manufacturer narrative:
Affected product was returned, the returned product was evaluated, which the screw in question was loose, but still intact with blade. Investigator did remove screw which took 3.50 turns with the use of a phillips head screwdriver. It took 5.25 turns to fully insert screw. The device was manufactured in may of 2012, per the lot code stamped on affected blade. The possible root cause for customer claim, would have been the possibility of incorrect processing of blade and removal of the screw, which the IFU does not state to remove screw. Based on visual inspection of screws on current product in inventory; which are tight and flush with blade, as well as the age and evaluation of affected device there is no further investigation required at this time.

Event description:
The customer alleges that "the screw for the laryngoscope fell out of the blade and into the patient." No other details were provided and no patient injury/harm reported.